Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable. Summary of investigational findings: from a publication review, cook medical became aware of a literature article¿ inaccurate aortic stent graft deployment in the distal landing zone: incidence, reasons and consequences¿¿ where cook´s stent grafts were used. 2 complaints were created based on this article to cover the two listed patients in this article. This pr is related to pr 271161 to cover the second patient. The study focuses on the accuracy of the stent graft deployment in the distal landing zone (lz). No patient specific information available in the article. The article underwent clinical assessment by (B)(6) ´s medical advisor. Per clinical assessment no patient specific information was published for details concerning individual patients in the study and therefore case specific conclusions cannot be reached. Only 3 patients received zta stent grafts, therefore although the inaccurate landing rate was lower for zta, the low number makes statistical considerations unmeaningful. Furthermore, some of inaccurate deployments may be associated with learning curve that cannot be excluded especially for zenith alpha device, because it was not implanted in any other patients not included in this study. This study does not raise concern of zta device-failure in relation to the events of inaccurate distal landing. The aim of the study was to analyze the accuracy of stent graft deployment in the distal landing zone, it provides some reasons why accuracy fail, device limitation, a potential solution and limitations regarding the study. Patients were divided into accurate landing (al, n = 10) and inaccurate landing (ial, n = 49) groups according to the distance to the target vessel >5 mm or <5 mm after tevar. These definitions for accurate or inaccurate landing zone are not definitions that the IFU states, it is the study definitions. According to the IFU, accurate stent graft placement is checked among other things with the following instructions listed under indication for use, implant procedure and directions for use: the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair, including: iliac/femoral anatomy that is suitable for access with the required introduction systems nonaneurysmal aortic segments (fixation sites) proximal and distal to the thoracic aneurysm or ulcer: with a length of at least 20 mm, and with a diameter measured outer-wall-to-outer-wall of no greater than 42 mm and no less than 20 mm. Appropriate procedural imaging is required to successfully position the zenith alpha thoracic endovascular graft and ensure accurate apposition to the aortic wall. Fluoroscopy should be used during introduction and deployment to confirm proper operation of the introduction system components, proper placement of the graft, and desired procedural outcome. As the sheath and/or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check the position as necessary. Unless medically indicated, do not deploy the zenith alpha thoracic endovascular graft in a location that will occlude arteries necessary to supply blood flow to organs or extremities. Do not cover significant arch or mesenteric arteries (an exception may be the left subclavian artery) with the device. Vessel occlusion may occur. If a left subclavian artery is to be covered with the device, the clinician should be aware of the possibility of compromise to cerebral and upper limb circulation and collateral circulation to the spinal cord. 3. Check the graft position by angiography and adjust if necessary. Caution: as the sheath is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check position as necessary. Note: if extreme difficulty is encountered when attempting to withdraw the sheath, place the device in a less tortuous position that enables the sheath to be retracted. Very carefully withdraw the sheath until it just begins to retract, and stop. Move back to original position and continue deployment. A search was conducted on the hospital to see if the complaints regarding the adverse events from the article was reported but no complaints were found. Based on the search zta devices described in the article was without adverse events. Based on the investigation and the provided article this complaint is unconfirmed because no device failure was found. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Based on journal article: berezowski, m. Et al. "Inaccurate aortic stent graft deployment in the distal landing zone: incidence, reasons and consequences." Eur j cardiothorac surg. 2018 jun 1;53(6):1158-1164. Catalog# is unknown but referred to as zenith alpha used for tevar. Investigation is still in progress.

Event description:
Description of event according to journal article: the article describes that in 2 patients treated with zenith apha thoracic the landing in the distal landing zone was inaccurate. Patient outcome: it is not specified in the article what the consequences of the inaccurate landing was for the two patients treated with zenith alpha thoracic but no patients needed conversion to open surgery.